Event description:
Arjo was informed that the nimbus mattress overinflated. There was no patient involvement. No injury was sustained. The customer received notification of a field action, however, this mattress was not identified that time and therefore the field safety corrective action was not completed on the involved product. After complaint, the automatt was replaced to a new one.

Manufacturer narrative:
Following the manufacturer's investigation, the cause of the automatt over-inflation is an incorrect circulation of the air in automatt sensor pad (mattress base) due to inner tube damage. The tpu (thermoplastic polyurethane) tube may break over time due to extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. In summary, the nimbus 4 mattress did not meet its specification since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated), which may lead to a patient fall and serious health consequences.